Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented in the hospital for unrelated to the device issues. While in the hospital, the patient receive inappropriate shock for svt due to oversensing. Noise was also observed. Programming changes were made. The patient was stable after the event and was monitored at the hospital.